Event description:
The customer reported that the image stopped during an unknown procedure involving an olympus laparoscope video. The customer suspected that the image stoppage was due to a fiber issue. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.